Event description:
A malfunction alarm, identified by malf 12 code, was reported due to a momentary power loss to the vibrator motor. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support was unable to guide resetting the pump because the caller was not at home with the necessary charging pad, but the caller planned to call back once home to complete the reset process. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.